Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011 to treat infection; the surgeon plans to reimplant the patient was a new device within two to three months after infection subsides. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2011 to treat an infection and skin flap necrosis. The implanted device remains.